Event description:
The patient reported having discomfort around the device area after having a mammogram. An x-ray revealed that the patient's device was tipped in the pocket. The device was rectified and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.